Event description:
The handpiece was returned to the manufacturer for repair. During the repair, it was reported that the handpiece was leaking. There was no pt involvement and no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.